Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a fall that resulted in lead migration. The patient also requested the ability to undergo magnetic resonance imaging (MRI). As a result, the lead was replaced. In accordance with facility policy, the explanted device will not be returned for analysis. Postoperatively, the patient was stable. Additional information was received indicating that patient stimulation was inadequate following lead migration, and bilateral coverage could not be achieved.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a fall that resulted in lead migration. The patient also requested the ability to undergo magnetic resonance imaging (MRI). As a result, the lead was replaced. In accordance with facility policy, the explanted device will not be returned for analysis. Postoperatively, the patient was stable.

Manufacturer narrative:
Correction to the supplemental MDR in b5 and h6 the device was not returned to boston scientific for analysis. A labeling review did not reveal any anomalies as it states: lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and ,persistent pain at the ipg or lead site, are known risks with the use of spinal cord stimulation (scs). Additionally, inadequate stimulation and elective device removal or replacement to allow for MRI access are recognized considerations in the management of scs therapy therefore, the events of lead migration, inadequate stimulation, and elective removal replacement for MRI are assigned a probable cause of, known inherent risk of device. It was also reported that the patient experienced a fall; however, no information was provided regarding the cause of the fall or whether it was related to the device or stimulation therapy. As the underlying cause of the fall remains undetermined, the event of fall is assigned the conclusion code cause not established. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a fall that resulted in lead migration. The patient also requested the ability to undergo magnetic resonance imaging (MRI). As a result, the lead was replaced. In accordance with facility policy, the explanted device will not be returned for analysis. Postoperatively, the patient was stable. Additional information was received indicating that patient stimulation was inadequate following lead migration, and bilateral coverage could not be achieved, it was also noted that the fall was not device related.